Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular lead exhibited shock impedance out of range. The physician plans to continue monitoring this patient. No adverse patient effects were reported. This device remains in service.